Manufacturer narrative:
The patient's controller exchange due to degradation was reported under MFR # 2916596-2019-03081. Manufacturer's investigation conclusion: the report of driveline (dl) fault alarms can be confirmed based on the evaluation of the submitted log files. The first log file contained approximately 5 days of data, spanning from (B)(6) 2019 20:07 to (B)(6) 2019 10:31, which captured numerous and continuous driveline fault alarms. The pump appeared to be functioning normally throughout the log file at the set speed of 9200 rpms. Pump power, flow, and pi ranged from 4.3-5.5 watts, 2.7-5.1 lpm, and 3.3-8.0, respectively. The patient¿s controller was exchanged, and a 2nd log file from the patient¿s backup controller was submitted to and reviewed by technical services. The log file contained 13 minutes of data, spanning from (B)(6) 2019 09:53 to (B)(6) 2019 10:06 which captured further continuous dl fault alarms; however, the device continued to operate as expected at the set speed of 9200 rpms. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2019. Approximately 16.5¿ of the external portion/distal end of the driveline was returned. Extra two-inch portions of each wire were also returned. Tape was covering a small hole in the silicone sleeve, near the terminus of the distal end bend relief. The tape and silicone sleeve were removed, and examination of the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the drivleine fault alarms returned. The patient was issued an ungrounded patient cable and sent home. They remain ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was seen in clinic with frequent driveline fault alarms appearing upon interrogation. The patient reported no audible alarms from the vad. They recently had a controller exchange on (B)(6) 2019 due to degradation which abbott determined to be from the controller and not from the patients driveline. The driveline fault alarms seen now occurred on the patient's new controller. The log file presented a new percutaneous (perc) lead driveline issue and was determined to be not related to the prior perc lead driveline issue because the prior driveline issue was with phase b and resolved with a controller exchange. This issue was with phase c. It was requested that the site move the patient to their backup controller when it was safe to do so. With the backup controller attached they were to perform 25 power cable disconnects with either the black or white controller power lead. Once that was complete they were to email the new log file so they could compare the driveline data. It was also noted that the patient was using controller rev 7.29 which would only display driveline fault events on the system monitor. The patient had the primary controller exchanged to the backup controller the morning of (B)(6) 2019 in clinic, and 25 power cable disconnects were performed. A driveline fault alarm appeared after the 25 disconnections were performed. The files were sent for review and tech services replied that the driveline data from the backup controller showed the same phase being the cause of the driveline fault alarm as the primary controller did. This indicated that the driveline fault events were being caused by an issue with the driveline. A conductor in phase c could be fractured and if the redundant conductor fractures the pump will stop and may not restart. X-rays were also sent and tech services replied that the internal images appeared unremarkable, although some of the lead was not viewable because it was behind the pump. The external image may have showed some shield separation. A driveline repair/interrogation was scheduled for (B)(6) 2019. The patient remained stable, without adverse events. On (B)(6) 2019 tech services arrived onsite for a driveline evaluation/repair. They performed phase interrupter tests and found a red wire open. A repair was performed approximately 3 inches from the exit site. While connecting the new replacement perc lead (with yellow, black, red wires spliced), a 2-3 second delay occurred before the pump powered on with only red wire spliced/connected. They immediately spliced the redundant orange wire without issue. A driveline fault alarm returned after completing the repair which suggested potential degrading red wire is internal. After the repair, the patient was tethered on grounded patient cable without issue. The patient declined a pump exchange for further treatment of the fault and was discharged to skilled nursing facility on (B)(6) 2019. A log file submitted for review at that time confirmed that driveline faults events continued to occur after the perc lead repair. There had been no speed drops. On (B)(6) 2019 the patient was seen in clinic for follow up after the repair. The patient was on an unshielded patient cable at home. Upon interrogation in the clinic on a grounded cable there were no new alarms were noted. The waveforms were again sent for review to monitor the driveline degradation. Technical services found that the log file continued to capture driveline fault events, stating that a phase c conductor was likely fractured. If the redundant conductor in phase c fractures the pump will stop and may not restart. The remainder of the latest log file data is normal.